Manufacturer narrative:
The technician found a sticky substance had leaked into the latch, causing it to freeze in place. The technician removed, cleaned, lubricated and replaced the latch mechanism to repair the bed.

Event description:
The customer alleged the left siderail will not latch.